Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that after a fall patient experienced discomfort at the ipg site. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2024 wherein ipg pocket was revised to address this issue. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.